Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis medstation es system was unable to pull medication from stations emergency & m3east. A customer has reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event. A supplemental will be created if additional information is received from the customer.

Manufacturer narrative:
The following fields have been updated with additional information. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed on 15-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1,e2, h11. Upon investigation of the actual device used in this incident, it was determined that there was a software malfunction. A technical support specialist verified and confirmed no other findings were available. The system functioned as intended after the technical service specialist verified the device.

Event description:
It was reported that the bd pyxis¿ medstation¿ es was unable to pull medication from stations emergency & m3east. A customer has reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event. A supplemental will be created if additional information is received from the customer.